Event description:
Customer stated that two weeks ago he woke up with a blood glucose reading of 71 mg/dl. After customer had eaten lunch, she checked the blood glucose at home, the blood glucose reading was 431 mg/dl. Customer stated that insulin was not bringing down the blood glucose level. Customer changed the infusion set and reservoir; she noticed that the reservoir was wet. Customer stated that the blood glucose reading went from 71 mg/dl to 431 mg/dl within two to three hours. Customer has treated the high blood glucose with manual injection and bolus. Customer is feeling thirsty and heart pounding. During troubleshooting, the time and date are correct. The programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.